Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon did not have a string, was able to get it out- retained [foreign body in reproductive tract]. Tampon did not have a string hanging from it [device physical property issue]. Case description: consumer reported via e-mail that tampon did not have a string. No serious injury reported.